Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment was not confirmed. The observations indicated an anterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Fourier transform infrared spectrometer (ftir) was performed and the report concluded that the blue material inside the anterior cuff was blue suture material. The reported suture detachment was observed as an anterior needle to cuff miss and was concluded to be related to a potential product quality issue. The subsequent treatments appear to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional percutaneous transluminal coronary angioplasty procedure using a 6f sheath. Reportedly, the suture broke when advancing the knot. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.